Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: on investigation, the threads on the returned battery cap were found to be stripped and it was unable to secure to the returned pump or a test pump. Using a test cap, the pump powered up properly. No tactile issues were found with the buttons. Cosmetic damages were found with the label on the back of the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery cap was damaged. This report is made based on the results of investigation completed on 05/22/2015.